Manufacturer narrative:
During the investigation the following information was obtained: base curve was measured by radioscope and power was measured by lensometer. Both bc and power were found to be within specifications. Although deposits were found they were removed by swab and saline. No correlation was found between the alleged injury and the device history report.

Event description:
On (B)(6) 2014, synergeyes received a complaint where in the reason for the return was redness, irritation, and infection. Report stated: "left eye (os) became red and painful. Was treated for eye infection (not seen at our office). Lens sat tight on conjunctiva." On (B)(4) 2014, synergeyes contacted "(B)(6)" an office attendant for dr. (B)(6). The following information was obtained: patient (pt) did not have any pre-existing conditions. Unclear on whether or not infection was caused by contact lens (cl) since pt saw their physical care physician (pcp) before seeing eye care physician (ecp) and had stopped wearing lenses. On (B)(6) 2014, after further attempts to contact, dr. (B)(6) called back. The following information was obtained. Pt's pcp had prescribed an anti-biotic for pt's os, dr. (B)(6) does not know the name of the prescribed medication. Also unknown whether infection was actually present or if the antibiotic was a precaution.